Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display found, pump error 68 and frozen screen found on sep 3, 2021. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Pump error 68 was noted in the pump history download on sep 3, 2021 at 15:11 due to a trace check error caused by pump resetting. Pump error 43 was noted in the pump history download on sep 4, 2021 at 16:24, 16:25, 16:27, and 16:39 due to moisture damage on the motor. The pump was cut open and the electronic assembly, battery cap and battery tube were inspected and moisture damage on pcba 1 and motor. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on lcd window. In summary, customers alleged blank display was not confirmed. Pump passed full functional test, however, moisture damage was found on pcba 1. Pump error 68 was found in the pump history download due to moisture damage. Additionally, pump error 43 was found due to moisture damage on the motor. Customers alleged frozen screen was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that they did not cleared alarm and time clock was not advanced. Customer stated that insulin pump restarted and the display returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.